Event description:
It was reported during an unk procedure, according to staff, the stapler opened too soon and misfired. Another device was used to complete the procedure. There was no pt consequence. 12/16/1997 the rep reports when packing the device for shipping, the cartridge was noted to have approximately 1/2 the staples still sitting in the cartridge. It is not known if this is the original cartridge or a reload. There is no other available info.

Manufacturer narrative:
D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, j45114; cartridge position, loaded; casing position, midway; hook shroud condition, good; lockout slide position, unlocked; number of staples returned in cartridge, 13 unformed; retaining pin position, back; safety position, unlocked; and trigger position, open/unlocked. Functional tests & results: hook shroud condition, good; indicator function properly, yes; indicator setting when firing, 2.5; knob collar lockout slot condition, good; lockout slide tip condition, good; safety disengage properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with partially formed staples present in the cartridge. Due to the condition of the returned staples, it appears possible that the remaining pin may not have been fully engaged in the anvil hole. If torque is applied to the anvil of the instrument, prior to engaging the retaining pin, the retaining pin may not engage in the hole properly and may cause to staples to be malformed. It could not be ascertained if this may have occurred in this instance. The instrument was loaded with a reload cartridge, the safety was placed in the locked position and the instrument was cycled. There were no anomalies noted with the stapler opening prematurely. The instrument was then fired with no difficulties noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.